Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2, g3, the aware date should be 22-sep-2021. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the likely cause of the phenomenon of ¿scope detection does not work¿ was wear and tear and improper use of the device. It was recommended to remind the customer of the importance of proper and regular maintenance. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered corrosion and dirt on the output socket contact pins. The chassis and the front panel were found to be deteriorated due to rust. Additionally, it was observed that the xenon lamp was a non- olympus designed lamp. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility returned an olympus evis exera iii xenon light source due to a connector socket replacement. During a standard inspection and estimation of a customer device, it was observed an image processor and the scope detection does not work. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.